Event description:
Patient had surgery and the next day, the patient noticed bruising on forearm and upper arm. Patient discharged post-op day two and still had pain; felt like "everytime I put my arm on anything it would hurt." Patient saw primary care provider (pcp) initially and was told it was bruising from the IV and IV draws. Pain continued and pcp ordered an ultrasound. Foreign object discovered on ultrasound. Pt required local anesthesia to surgically excise what pathology report described as "a 0.6cm in length and 0.1 cm in width and thickness, tan-white foreign body with what appears to be a central sharp and pointed silver metal portion of needle. No soft tissue identified." This tip was surgically excised after discovery by ultrasound and followed by stitches.

Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.